Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover adhesive was discolored, the glue of the light guide lenses and charged couple device lenses was worn out, and there was corrosion on the vent valve inside the connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis exera iii gastrointestinal videoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with an unidentified translucent foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. The event can be detected by following the instructions for use which state: "inspection of the endoscopic system - inspection of the air-feeding function." Olympus will continue to monitor field performance for this device.